Manufacturer narrative:
This report will be amended when our investigation is complete

Event description:
It is reported that a patient's hip arthroplasty will be revised due to unknown reasons.

Manufacturer narrative:
There is no alleged deficiency against the manufacture or performance of the zimmer devices. The devices performed as intended; therefore, no investigation will be performed as no complaint is needed.